Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 74-year-old female noted as high risk percutaneous coronary intervention (pci) was to be implanted with an impella cp device for mechanical circulatory support. When inserting the impella cp, there was resistance where the iliac and descending aorta met. The physician tried shock waving that area. The pump became about halfway up but became stuck right by the motor housing. After two to three more unsuccessful attempts, the impella cp device placement was aborted and the physician continued pci without support. There was no report of an adverse event to the patient.

Manufacturer narrative:
The investigation into the delivery issues has been completed since the original report was submitted. The device was not returned by the user facility for investigation. The root cause of the delivery issue is determined to be patient condition because the pump was unable to pass through vasculature, where the pump was unable to pass from the iliac into descending aorta where the pump got stuck by motor housing even after multiple attempts. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance. To conform to updated procedures, sections d6 & h10 were revised with updated information.